Event description:
The initial report indicated that the 2 6-french vista brite tip guide catheters had inferior torque and control and it was less kink-resistant. However, when the failure analysis laboratory received one of the catheters, the shaft was nearly separated. Additional information was requested, but no information was available.

Manufacturer narrative:
During an interventional procedure, 2 6-french vista brite tip guide catheters were felt to have "inferior torque control" and be "less kink resistant". The vessel being treated was described as a moderately calcified lad with type b2 lesion. Characteristics of the aorto-femoral vasculature were not reported. No patient injury occurred and the procedure was completed with a non-cordis catheter. Analysis of the returned catheters confirmed a kink on one unit, but found the other one severely fractured and nearly separated. Attempts to obtain additional procedural details were unsuccessful. Two non-sterile 6f guiding catheters were received coiled in a plastic bag. Because the units were not identified, they were labeled as #1 (lot 13130482 =pi#1-k560z) and #2 (lot 13116361, pi #1-k5645) randomly for analysis purposes. Guiding catheter #2 had blood traces on the outer body. The unit was received broken, but not completely; it was still attached from a part of the outer body and the inner wire of the catheter body. The broken area looked compressed and twisted. The unit also had bent section on the tip. Od and ID of the body and tip were measured and found within specification. The returned unit was compared against its shape master and curve was out of the tolerance zone, which is expected because the unit was already manipulated. A torque test could not be performed due to the condition of the returned catheter. A device history review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. No corrective action will be requested at this time because the reported complaint does not appear to be manufacturing related. Complaints of this type will continue to be monitored to determine if action is necessary. With such limited information, it is not possible to determine with certainty what factors contributed to the catheter damage, but device handling may have contributed.